Event description:
An attempt was made to deploy a 3.0mm diameter x 09mm length endeavor sprint over-the-wire (otw) drug-eluting stent to the circumflex following pre-dilation. The lesion exhibited some calcification and over 80% stenosis. No abnormalities were noted during preparation of the device or inspection prior to use. The physician noted resistance when trying to advance the stent. When the stent would not pass through the lesion, the physician pulled it back, encountered resistance again and then tugged and the stent became dislodged. The physician then deployed another stent and pushed the endeavor sprint to the vessel wall. There was no injury caused to the patient and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (80% stenosis and calcification), (dislodgement). Conclusion: (80% stenosis and calcification). Product evaluation: the device was returned. The proximal shaft was bent. The distal tip was slightly frayed indicating that it may have been stubbed during advancement. The balloon folds were partially opened along the length of the balloon. Crimp impressions were visible on the balloon.